Event description:
It was reported that during the implant attempt of the right ventricular lead, the "distal coil visually separated as the lead was advanced through the introducer." The lead was removed and was replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal end of the right ventricular (rv) coil was found to be pulled towards the distal end of the lead. It was also noted the rv coil was buckled and the visual summary indicated the lead was damaged at implant. The analyst commented that the proximal end of the rv coil was pulled and buckled towards the distal end of the lead, which suggests that the lead was withdrawn from an introducer.